Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the error logs showed several suite pc software faults. The fse performed a software reinstallation to resolve the issue, restored all necessary backups, and completed the exp database recovery successfully. After reloading the software, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.